Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for headache and spinal pain. It was reported the patient did not get another neurostimulator. Patient said her first lead was done for occipital and worked well but not as well as it used to. It was noted the occipital didn't work as well as it used to. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported the issue was not resolved. Patient reported they tried some reprogramming.